Manufacturer narrative:
The cause for the discordant white blood cell (wbc) results is unknown.

Event description:
Customer reported negative white blood cell (wbc) urine results on the instrument whereas microscopic results were positive. There was no report of injury for this event.